Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that the patient experienced an infusion set leakage on (B)(6) 2026, with the leak observed at the quick release (qr). The patient also developed a bruise at the insertion site. The infusion set had been in use for six days. No further information is available.